Event description:
In 2009, patient reported he is having ongoing issues with air bubbles in his insulin cartridge. Patient stated sometimes he will notice air bubbles in the infusion tubing. He stated the air bubbles in the tubing are the ones that have passed from the cartridge and gone into the infusion tubing. Patient reported he will fill the insulin cartridge completely and after a few days, will start to notice air bubbles. Patient stated the air bubbles will be about the size of a pea. Patient reported he is normally able to disconnect from his infusion site and prime the air bubbles out. Verified that patient may be over tightening the luer lock. Patient stated he tightens it as hard as he can. Advised on how to properly secure the luer lock. Patient is not currently experiencing any air bubbles; last had this concern 2 days ago and was able to prime out any air bubbles. Patient reported having elevated blood glucose; does not know if it is due to the air bubbles or something else. Patient stated his elevated blood glucose began six days ago. Patient reported feeling bad and thinks maybe he was getting sick. Patient's target range is 60 - 120 mg/dl. Patient reported he is able to give a correction bolus if his blood glucose is elevated. He stated he thinks his basal rates are not high enough and that he increased them by 5 units in a 24 hour period. Patient reported changing his basal rate this morning from 23 units to 29 units. He stated his blood glucose was currently back to normal. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.